Event description:
During an in-clinic follow-up, it was not possible to interrogate the device. An electrocardiogram (ECG) was performed and the device was no longer pacing the patient and their intrinsic rate was low. A device explanted and replaced to resolve the event. The patient was in stable condition.